Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for congestive heart failure, shortness of breath and left flank pain. Tea colored urine was noted upon admission and a urinalysis was positive for hemoglobin (large). Lasix was administered, and post-diuresis the patient's shortness of breath resolved. The patient stated he was "running low" on coumadin at home, but denied missing any doses. The patient's lactate dehydrogenase (ldh) level was elevated at 1694 - 1651 u/l and the plasma free hemoglobin was elevated from 190g/dl, later down to 60g/dl. The patient was on argatroban and warfarin. An echocardiogram revealed a left ventricle thrombus. The patient¿s goal inr was 2.5-3 and at admission the inr was 1.9. On (B)(6) 2015, the patient's inr was 2.1. In (B)(6) 2015, the patient was admitted to the hospital after having been staying in bed for 2 weeks feeling unwell. The patient reportedly would not let his wife change his driveline exit dressing, however, the mother was occasionally able to change the dressing. The patient's white blood count, potassium, ldh and plasma free hemoglobin were elevated. His urine was dark and cloudy. He had abdominal pain on palpation. It was reported that the patient was not a candidate for a second pump exchange. The patient expired on (B)(6) 2015, with a cause of death listed as pump thrombosis. The pump was not explanted.

Manufacturer narrative:
The patient weight was not provided. The referenced pump exchange was reported under medwatch MFR# 2916596-2012-00532. Approximate age of device ¿ 2 years and 8 months. A full evaluation of the device could not be conducted as the pump was not explanted. A correlation between the device and the reported events could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.